Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded:the complaint of a leak was confirmed, but the exact cause could not be determined from the complaint sample. One 5 fr dual-lumen (d/l) powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed from the PICC and the d/l tubing extended to the 40cm depth mark, which indicates that the catheter length had been modified. A microscopic examination revealed a region of whitening in the purple material at the distal end of the molded bifurcation. A breach was observed in the d/l tubing just distal to the molded bifurcation. The breach consisted of a longitudinal split with superficial circumferential splits branching off the longitudinal split. Both the material at the distal end of the bifurcation and the catheter tubing around the breach site was discolored. It is unknown what caused the whitening of the catheter material, but it appeared to be associated with the damaged tubing. It is possible that chemical exposure affected the material, but the cause could not be determined. A functional test revealed fluid leaking from the breach when the lumen with the red connector was infused with water. The d/l tubing was cut open to examine the leak site within the catheter. A jagged longitudinal split was observed within the lumen, but no circumferential splits were visible. The catheter material was not discolored within the lumen. It was reported that the leak was observed after placement. A review of the manufacturing records revealed no evidence that the failure mode was caused by the manufacturing process. Since the leak was reproduced, the complaint was confirmed; however, the exact mechanism of damage was undetermined. A lot history review (lhr) of rect1500 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the head nurse chose the dual-lumen power solo as the infusion tool after assessment on the patient. PICC placement was performed smoothly on (B)(6), 2019. When one of the two lumens was flushed with normal saline after the end of the placement, it was found that fluids slowly leaked out from the junction between the winged portion of the catheter and the catheter body. Communication about catheter removal was made with the patient and a new catheter was used for placement."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1500 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the head nurse chose the dual-lumen power solo as the infusion tool after assessment on the patient. PICC placement was performed smoothly on (B)(6) 2019. When one of the two lumens was flushed with normal saline after the end of the placement, it was found that fluids slowly leaked out from the junction between the winged portion of the catheter and the catheter body. Communication about catheter removal was made with the patient and a new catheter was used for placement."